Event description:
As reported, during use in a stroke patient intubated in ICU of this pressure monitoring set, the blood pressure (bp) and systolic blood pressure (sbp) values were displayed inaccurately higher, without error message or alarm displayed. It caused the hospital staff to consider an increasing hypertension throughout the night, and a treatment with antihypertensive was administered. Later on, bedside monitor still displayed incorrect high values; therefore, the patient received a second high IV dose of antihypertensive. After that, the doctor observed that the medication did not have any effect on patient's blood pressure, since systolic bp continued climbing up to and beyond 250mmhg despite the treatment. The arterial line was assessed by multiple nurses, and the waveform appearance appropriate and optimally dampened on square wave test. The transducer was zeroed multiple times to ensure accurate reading but the issue remained. As a best practice, user usually trust the invasive dpt measurement against the non-invasive values for being considered more accurate; however, since the dpt values seemed to be incorrect, the bilateral non invasive blood pressure (nibp) was checked. Nibp showed sbp in the 130s, while sbp measured by the dpt was around 230. Finally, the transducer and pressure line were replaced for a new ones, getting same invasive and non-invasive measurements. Numerical values provided by the new dpt that worked well were unknown. The waveform and square wave test appearance remained unchanged from previous line/transducer. There was no allegation of any consequences or additional treatment required to stabilize the patient due to the unnecessary treatment with anti-hypertensives. There was no allegation of patient injury reported. Patient demographics were requested but were not available. The device was not available for evaluation as it was discarded.

Manufacturer narrative:
The device involved in this event was not available for evaluation since it was discarded. Therefore, a product non-conformance or device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, the related manufacturing records could not be reviewed. An engineering investigation will be performed to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.